Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed with no anomalies found. Performance data was also collected from the device and analyzed. Analysis revealed no anomalies either. (B)(4).

Event description:
It was reported that the right ventricular lead threshold was high and the physician suspected exit block. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.